Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was observed under all of the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under all of the button contacts. All of the keypad buttons were found to be responding appropriately.